Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following a fall, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due to over-sensed noise. Therapy was exhausted during the episode. The patient was evaluated in-clinic, but provocative manipulations were unable to reproduce the noise. Automatic set-up was performed, and only the secondary sensing vector passed screening. Additionally, during set-up, noisy signals were noted in the electrocardiogram. X-rays were performed, and boston scientific technical services was contacted for review. It was confirmed that either there was an electrode integrity issue or a device-to-electrode connection issue, as there was a sharp curvature near the header. The patient was hospitalized for a system revision, where this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted device was received for analysis.

Event description:
It was reported that following a fall, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due to over-sensed noise. Therapy was exhausted during the episode. The patient was evaluated in-clinic, but provocative manipulations were unable to reproduce the noise. Automatic set-up was performed, and only the secondary sensing vector passed screening. Additionally, during set-up, noisy signals were noted in the electrocardiogram. X-rays were performed, and boston scientific technical services was contacted for review. It was confirmed that either there was an electrode integrity issue or a device-to-electrode connection issue, as there was a sharp curvature near the header. The patient was hospitalized for a system revision, where this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. It is unknown whether the explanted system will be returned for analysis.

Event description:
It was reported that following a fall, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due to over-sensed noise. Therapy was exhausted during the episode. The patient was evaluated in-clinic, but provocative manipulations were unable to reproduce the noise. Automatic set-up was performed, and only the secondary sensing vector passed screening. Additionally, during set-up, noisy signals were noted in the electrocardiogram. X-rays were performed, and boston scientific technical services was contacted for review. It was confirmed that either there was an electrode integrity issue or a device-to-electrode connection issue, as there was a sharp curvature near the header. The patient was hospitalized for a system revision, where this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.